Manufacturer narrative:
(B)(4). Complaint confirmed with returned product. Visual examination of the returned product identified signs of repeated use (nicked or gouged) and is fractured. The device was submitted for further analysis. Analysis determined that the tibial provisional revealed fracture surface artifacts consistent with bending overload fracture. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. Root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that tibial plastic trial broke during impaction. There is no impact on the surgery or patient. All pieces are being returned.